Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The 2.5 x 32mm promus element plus mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed and the distal edge of the stent was noted as deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The 2.5 x 32mm promus element plus mr stent delivery system (sds) was advanced, but was unable to cross the lesion. The sds was removed and the distal edge of the stent was noted as deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial visual examination of the device found visible evidence of stent damage. The entire stent was stretched out over the tip of the device. The balloon and shaft sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).